Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced overdose symptoms "many times." The healthcare provider suspected that the pump was over-infusing. The pump was replaced. A (B)(6) study was not performed. A dye study showed a free-flowing catheter. The pt outcome was unk at the time of the report. The drug in the pump at the time of the event was lioresal. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.